Event description:
A report was received that all contacts on the patient¿s lead were showing high impedances. The patient was also experiencing a burning pain on both sides of the midline incision. The patient will undergo an explant procedure.

Event description:
A report was received that all contacts on the patient¿s lead were showing high impedances. The patient was also experiencing a burning pain on both sides of the midline incision. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure of the whole scs system. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.